Event description:
The following information was provided: this pi is for revision in 2025. As per pss implant request: failed revision left total hip with periprosthetic acetabular fracture and pelvic discontinuity. History of a failed left total hip s/p complex revision left total hip with bone grafting and open reduction and internal fixation of acetabular fracture on (B)(6) 2023. Cup is migrating and pelvic discontinuity has not healed.